Event description:
A consumer reported following intraocular lens (iol) implant surgery, that she can see better but she sees a half moon dark shadow in her vision that is distracting. She reports her surgeon told her that this happens to some pts with "large eyes." The consumer was evaluated for a detached retina and this was not found to be the problem.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. The root cause for the reported coplaint could not be determined. (B)(4).